Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) found that the remote manager had failed due to being disconnected, and the refrigerator was not in sight likely undergoing maintenance by facilities. It resulted that the medication appeared greyed out. The fse assisted the user in removing a few medications that were listed in cubies showing as empty. No further issues were reported. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.